Event description:
It was reported that the patient expired due to a cardiac arrhythmia related issue. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Event description:
New information received notes that the patient was found unresponsive, apneic, and cyanotic. Ems found the patient to be in complete pulmonary arrest; the monitor revealed pulseless electrical activity. CPR was initiated during transport to the hospital where the patient was intubated. Cardiac ultrasound revealed cardiac standstill, with no spontaneous cardiac activity or pulse. Device pacing spikes were observed on the monitor. CPR was continued but the patient expired. The cause of death was determined to be acute cardiopulmonary arrest.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).